Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Info provided indicates the pump was underfilled to 240 ml, which does flow faster than a nominally filled pump. The direction for use (dfu) (111111 rev. K) contains a caution statement: filling the pump less than nominal results in faster flow rate. Results: sample has not yet been received, but was reported to be available. Conclusion: the sample will be evaluated when received and a f/u report will be filed.

Event description:
(Drug/diluent: unk), (fill volume: 240 ml and flow rate: 10 ml/hr), (procedure: unk and cathplace: unk). Pump infused in 18 - 19 hours instead of 24 hours. No adverse event occurred. Date of event: (B)(6) 2010. Per dfu: nominal flow volume: 10 ml/hr, nominal volume: 270 ml, maximum volume: 335 ml. The infusion rate is 27 hours when filled to the nominal volume and flow rate.